Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports a heel warmer was being used for a finger stick. It leaked on the patient's hand. The patient did not experience any pain or itching. The area was assessed for erythema or other signs or symptoms of a chemical burn, and no signs were noted. The customer further reports there was no injury or medical intervention. The patients status is fine.

Manufacturer narrative:
Submit date: 09/05/2013. An investigation is currently underway. Upon completion, the results will be forwarded.